Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: self test failed / buzzer defective.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11. A detailed investigation was performed by an expert from the technical service: this incident occurred during preventive maintenance. The device alarmed the technician that the buzzer was defective as it is supposed to do. Even if the buzzer failed during ventilation the loudspeaker would serve as a backup. Therefore, there is no risk of deterioration in the state of health of the patient. This case was assessed non-reportable.

Event description:
The following was reported to hamilton medical ag: summary: self test failed / buzzer defective.

Event description:
The following was reported to hamilton medical ag: summary: self test failed / buzzer defective.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.